Event description:
Headaches/migraines, dizziness/lightheaded, anxiety, heart palpitations, difficulty breathing; difficulty swallowing, choking feeling, chest pain, extreme fatigue, chronic burning pain in neck and shoulder; extreme insomnia, stiff neck, blurry eyes, dry eyes, tiredness, confusion, painful body; strange feelings in my arms and legs, tingling, pain in shoulders, couldn't roll over in bed, couldn't raise my leg to go up a step or walk an incline, feels like I was dying. Reference report: mw5150448.